Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that battery cap was stripped and could not be removed. Customer attempted to remove battery cap with a quarter and flat head screw driver and was unsuccessful. Customer's blood glucose was 40 mg/dl due to cleaning the house. Customer suspended blood glucose, ate and was able to bring blood glucose back up to 224 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a stripped battery cap coin slot and a cracked reservoir tube lip.